Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Laboratory analysis did not confirm the reported clinical observations. Detailed analysis identified a high current drain, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion identified during laboratory analysis. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that episode review from this subcutaneous implantable cardioverter defibrillator (s-ICD) was requested. Small amplitude qrs complexes with very small r:t ratio and comparable p-wave amplitudes were noted. There was an untreated event and a smartpass deactivation episode. Some undersensing, as well as p-wave oversensing and t-wave oversensing episodes. The patient was brought into the office and smartpass was re-enabled via automatic setup and the device remained programmed secondary 1x. Troubleshooting and programming options were discussed. It was noted that the patient had lost approximately fifteen pounds over the last three years. Additional information was later received that this device was subsequently explanted for reported normal battery depletion. No adverse patient effects were reported. The product has been received for analysis.